Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation ring was not working during preventive maintenance (pm). It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the navigation ring was not working during preventive maintenance (pm). The remote service engineer (rse) provided the customer with the part number of the front bezel for repair. Investigation is ongoing

Manufacturer narrative:
Per good faith effort (gfe) response, the bme confirmed the reported issue as the problem occurred repeatedly; a setting change screen was not entered when the failure occurred, and the jumping value did not accept and change therapy without pressing a button. Additionally, the touchscreen allowed the user to change, accept, or cancel the value, and the ventilator output/delivered therapy did not change without any user input. The bme ultimately replaced the front bezel and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Based on this new information this is no longer reportable since per the instructions for use, the primary means of device parameter adjustment is the touchscreen. The touchscreen operated as designed by allowing the end user to manipulate the device settings as intended. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.